Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan from (B)(6) alleging an error 1 message issue with a one touch verio pro meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had an error 1 message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The meter was returned to lifescan however the investigation of the product has not been completed at this time. The test strips have also been returned. However, the test strips were not tested since the alleged issue pertains to a meter issue only.

Manufacturer narrative:
(B)(4). Device evaluation: lifescan has received the meter involved with this complaint. Lifescan product analysis completed a deep dive investigation on (B)(4) 2012. The alleged issue was confirmed. Investigation revealed there was corruption with the meter's data. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.